Manufacturer narrative:
The onset of the patient's infection is reported within MFR report number 2916596-2019-03859. Approximate age of device - 1 years, 4 months. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for ongoing driveline drainage and pseudomonas infection. The patient went to the operating room for removal of skin, soft tissue, and muscle around the driveline. The patient returned to the operating room on (B)(6) 2016 for bleeding around surgical incision where the wound was packed and left open. The patient again returned to the operating room on (B)(6) 2016 for washout and closure of the abdominal wound site. The patient was discharged home without any antibiotics.